Manufacturer narrative:
Two (2) used list #b3300, clave¿ neutral connector were returned for evaluation on 12/13/2024. One of them came connected with 0.9% sodium chloride injection, usp sterile solution single use 10 ml bd syringe. As received, blood residual was found inside sample #1. The syringe was disconnected from sample #2 and a stick down was observed. Both claves were leak tested and no internal/external leaks were observed, when they were dissembled on sample #2 a residual fluid stuck on the spike and an acceptable flash on the perimeter of the seal face was found. No additional damage was observed. The ID of the returned syringe (mating device) was measured finding within specification. Complaint of leaks can be confirmed based on the internal blood residual found on sample #1. The probable cause is unknown. Lot history review was performed and no discrepancies, anomalies or nonconformances were identified that might lead the condition reported by the customer.

Event description:
It was reported that the microclave® neutral connector had a leak issue. It was stated that they have received multiple reports of item b3300 leaking and/or cracking while being used. The customer reported that the event occurred on multiple, unspecified dates, starting 21-nov-2024. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.